Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, when removing air from the port with a three-way stopcock using a luer lock syringe, air bubbles were noted. This event occurred shortly after the catheter was inserted into the patient. The dilator was inserted into the sheath introducer. The issue occurred before the transeptal puncture, so no transeptal needle was used. The devices inserted directly into the hemostatic valve until the reported event occurred were the dilator and guidewire. Since the dilator was inserted into the sheath outside the patient¿s body, it was unknown whether resistance was noted with the first device inserted into the sheath¿s hemostatic valve. There was no movement of air into the patient¿s body. No additional puncture at the access site was necessary during sheath replacement. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.